Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty treatment procedure, the device detached. A spcb flextome mr- 4.00mm/1.5cm/140cm cutting balloon catheter was selected to treat the target lesion. During preparation, while trying to remove the device from the folding tool using a straight force, strong resistance was encountered. They continued to pull the device from the folding tool. Subsequently, the cutting balloon catheter was separated at the monorail port. Another of the same device was used to complete the procedure. No patient complications were reported and the patient's condition is fine.

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty treatment procedure, the device detached. A spcb flextome mr- 4.00mm/1.5cm/140cm cutting balloon catheter was selected to treat the target lesion. During preparation, while trying to remove the device from the folding tool using a straight force, strong resistance was encountered. They continued to pull the device from the folding tool. Subsequently, the cutting balloon catheter was separated at the monorail port. Another of the same device was used to complete the procedure. No patient complications were reported and the patient's condition is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device confirmed a shaft detachment at 24.9cm from the catheter tip. Stretching was present at the break site. This type of damage is consistent with excessive force used during attempts to remove the balloon protector. The balloon protector was returned over the balloon. It was not possible to apply a vacuum to the balloon for balloon protector removal as the shaft was broken. However the balloon protector was removed from the balloon with no resistance. A microscopic examination observed no damage to the tip, balloon, or blades. All blades were present and fully bonded to the balloon surface. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).